Manufacturer narrative:
Other text: the device was returned for evaluation with tamper seals on bottom case and plunger assembly removed/broken. The right plunger case and bottom case are cracked. The pump is over fifteen years old. Testing was power up and checked the reading of force sensor. Unable to duplicate the force sensor test error at power up and all the reading of force sensor within the required specifications. Customer manipulated the pump during its self-test, by entering the biomed code, customer was able to clear the force sensor test error. This was user error. Performed preventative maintenance and all functional testing. The device passed functional/delivery tests. This issue was customer induced via the customer?s disturbance of the pump during its self-test process. A manufacturing device history (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Performed maintenance and all functional testing. Additional information provided in d4 and h6., corrected data: corrected information provided in d1.

Event description:
Information was received regarding a medfusion 3500 pump. It was reported a force sensor bridge. It is unknownif there was patient, or clinician injury associated with this occurrence. No further details provided at this time.